Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) while on patient the unit turned off unit was plugged into the wall, did notice the unit was on battery. They continued to use it to the point where it went dead. They switched the ballon pump for the patient. There was patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he found that the unit was completely disengaged from the cart, batteries completely depleted. Unable to run a battery run time check. Batteries unable to charge due to unit not being fully seated into cart. Cardiosave iabp pm service completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned to the customer and released for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) while on patient the unit turned off. Unit was plugged into the wall, did notice the unit was on battery. They continued to use it to the point where it went dead. They switched the balloon pump. There was no patient harm reported.